Manufacturer narrative:
The product has been requested for evaluation. No lot number is available. No product investigation is possible. If additional information is received, will report within 30 days of receipt. (B)(4).

Event description:
On (B)(6) 2013, our acuvue account manager in (B)(6) was notified of a medical complaint. The patient was fit with acuvue oasys with hydraclear plus contact lenses. The reporter states that the fitting physician did not specify wear and replacement schedules or otherwise instruct the patient. After 3 months of wear, the patient's parent returned to the retailer and reported that her daughter has lost sight in one eye. She states that the child had worn lenses continuously for 30 days, replacing her lenses at the end of the wear period. She did this for 3 months before she began having symptoms. No details are known at this time. No medical records have been received. The mother reports that the patient was taken to a hospital and the eye care specialist diagnosed loss of sight in one eye due "inflammation". She further states she was told the cause was "wearing contact lenses". Acuvue oasys contact lens labeling specifies approval for "extend wear for up to 6 nights/7 days of continuous wear."